Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized with high blood glucose of 610mg/dl. The customer was not feeling well, had bleeding nose, throwing up blood, frequent urination, diarrhea, and felt dehydrated. The caller stated that the status screen was showing 66.0 units in the early morning hours, but he when went to look up again, and it was empty; he was not able to see the status screen because of the graph. The customer also mentioned that the battery was getting low and the battery was changed. Troubleshooting was performed, and no damage to the drive support cap noted. The display had scratches on the screen. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.